Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent graft occlusion); lack of information (unknown cause of occlusion). Conclusion: lack of information (unknown cause of occlusion).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.1 cm diameter fusiform abdominal aortic aneurysm approximately 28 months ago. The aortic neck was 20 mm in diameter and 32 mm in length. The distal aorta was 24 mm in diameter. The iliac arteries were 12 mm in diameter bilaterally. The femoral arteries were 10 mm in diameter bilaterally. The right iliac artery was severely tortuous and the left iliac was moderately tortuous. The circumferential aortic mural thrombus/calcification at the proximal neck was 50%. It was reported that a duplex scan done 19 months post implant showed evidence of stent graft stenosis in the right iliac. This did not result in a new clinical event and no secondary interventions have been performed. No additional clinical sequelae were reported and the patient is fine.